Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no related adverse or non-statistical trends in conjunction with the complaint issue currently under evaluation. No non-conformances or deviations were identified. No testing could be performed as the reagent lot 52422li00 expired on 31 march 2016. The service history for the abbott prism analyzer s/n (B)(4) was reviewed and did not identify any service-related issues that could have contributed to the customer issue. Additionally, a review of 12 months of complaints for the abbott prism analyzer did not identify increased complaint activity. No additional complaints were identified for the abbott prism analyzer for this complaint issue. Finally, a review of the abbott prism operations manual determined that adequate instruction is provided with respect to this event. Based on this investigation, the abbott prism instrument is performing acceptably. The abbott prism hiv o plus assay package insert contain information to address the current customer issue. Based on the information obtained through this evaluation and the information from the customer site, there is no evidence to reasonably suggest that a product malfunction occurred. The device met performance specifications and performed as intended at the customer site. The affected sample was (B)(6) with prism hcv and nat testing. Confirmatory testing at the (B)(6) generated (B)(6) results. Only the roche cobas hiv combi test was (B)(6). No systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 03d34, that has a similar product distributed in the us, list number 03l68. (B)(6).

Event description:
On 08 march 2017, abbott laboratories baltics received an initial report (B)(4) sent by the (B)(6) regarding potentially (B)(6) abbott prism (B)(6) o plus assay results. The following information was provided: during testing on (B)(6) 2017 of archived sample (B)(6), a (B)(6) combo result (1.08 coi) was generated by the cobas 6000ee analyzer. This sample had previously generated (B)(6) results when tested on the abbott prism analyzer and by nat methodology (abbott prism and nat testing date and results not specified by the customer). The abbott prism (B)(6) o plus reagent lot used at that time was 52422li00. Blood products distributed from this donation were red blood cells. There is no impact to donor management reported. Confirmatory testing performed by the (B)(6) on this sample did not detect antibodies to (B)(6) antigen was not detected. The data presented is associated with the testing of archived samples post deinstallation of the abbott prism analyzer. Samples that originally tested (B)(6) by the abbott prism system were stored. The samples have subsequently been pulled and tested by (B)(6) using the roche methodology and by (B)(6) using various alternate assay methods, including architect. This testing is being performed as part of a study by (B)(6) due to performance differences they are experiencing between the roche (current method) and abbott prism (past method) systems. None of the results, whether by (B)(6) roche testing or lic architect testing, are being used for donor management.